Manufacturer narrative:
B2: intertwined with blood vessels. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that the therapy never worked from day one, it was the worst thing they had ever done in their life, they gained 20 pounds since the day it was inserted, and they know for a fact it affected their metabolism. The patient said they shut it completely off after 2 weeks because they could not deal with it. It was so painful and they got electric shocks. The patient adjusted it. The patient said they still had a battery and a plate which is super uncomfortable. They kept getting allergic reaction to the plate, it was blown up like a balloon and they got hives so they put cortisone cream on it and it swelled all the time anyway. The patient said they know for a fact it had intertwined into their blood vessels already. Their entire back was deformed. They were afraid they would have a huge hole in their back and may need plastic surgery. The site was swollen. The patient said they would not go to the implanting healthcare provider (hcp) because they did a crappy job. The patient said they were wronged and they were screwed up. The patient asked what to do now. The agent reviewed the option for device removal and redirected to their doctor. The agent offered and sent listings. They were redirected to their doctor.